Manufacturer narrative:
(B)(4). Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. However, the motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and screen of the insulin pump was black. The customer¿s blood glucose level was 105 mg/dl. The customer also stated that drive support cap was appeared to be normal. The customer was able to successfully clear the alarm. The customer was able to complete the insulin pump rewind. The displacement test was performed and it was passed. The customer was assisted with troubleshooting. The customer was advised the time displacement test and manual prime were successful and motor alarm did not recur. The insulin pump will not be returned for analysis.